Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the insulin pump delivered 20.5 units of insulin while the customer was sleeping. It was stated that the customer stated does not feel safe with the insulin pump because it delivered the 20.5 units by itself. It was also stated that the device alarmed no delivery during a bolus and sometimes it does during the basal. Troubleshooting was performed. The daily totals and her basals vary from day to day. It was stated that her daily totals are always different because of the shift she does. The customer stated that she is reusing the reservoirs instead of changing them every three days, she changes every six days. Explained that the reservoir should be change every time the infusion set is changed. Advised the insulin pump will be replaced. No further information was provided.